Event description:
Information received indicates the head hi/low function of the bed is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to the trend valve. He did determine the trend function was still working. The technician replaced the trend valve to repair the bed.